Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported stent break cannot be determined. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, thrombosis is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient initially underwent a procedure to treat a chronic total occlusion in the right coronary artery (rca) several weeks ago. A 3.5 x 18 mm xience prox stent was implanted into the ostial part of the rca and a 3.0 x 38 mm xience pro x stent was implanted at the more medial part of the rca slightly overlapping the other stent implant. On (B)(6) 2017 the patient returned to the cath lab as an emergency case and stent thrombosis was discovered in the proximal part of the 3.0 x 38 mm xience prox stent. A 3.5 diameter xience pro x stent was implanted within the 3.0 x 38 mm xience pro x stent with a good primarily result. The physician suspected that there may have been a fracture of the 3.0 x 38 mm stent where the two stents overlapped after the initial post-dilatation that may have contributed to the stent thrombosis. There was no reported clinically significant delay in the procedure. No additional information was provided.